Event description:
Bleeding - cheek (inside) [mouth haemorrhage] cut cheek...open wound...it was in mouth [mouth injury] head came off...brush head came off when it was in mouth - oral-b [device breakage] case narrative: 29 year old male consumer via phone stated that the oral-b toothbrush head came off when it was in his mouth and the metal bit underneath on the oral-b genius x toothbrush, type 3771, cut his cheek. He had an open wound. They applied pressure to the wound to stop it from bleeding. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.